Event description:
It was reported that during unpacking of a nitinol retrieval coil device, it was noted that the front of the device had no helix structure. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of coil detachment.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of coil detachment. Block h11: investigation results the returned stone cone was analyzed, and a visual evaluation noted that the coil was received in close state. It was also noted that the blue sheath was pushed passed the distal stop. Functional examination was performed and when trying to open the coil, it could not be done due to resistance. A labeling review was performed and the IFU states that, prior to use, ensure that the coil is working properly by advancing the sheath over the coil to the positive stop and then retracting the sheath to open the coil. The sheath of the device should be straight during testing. With all the available information, boston scientific concludes that the reported event was confirmed. Since the sheath was extended past the distal stop, the coil was pushed inside the blue sheath and it was not visible, so this is likely what the customer meant that there was no helix structure. It is probable that while testing the device before use after it was unpacked, excessive force on the outer sheath caused it to extend past the positive stop, and the coil was not able to open or close. Based on the information available and investigation results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation indicating that interaction between the user and the device caused or contributed to the error.

Event description:
It was reported that during unpacking of a nitinol retrieval coil device, it was noted that the front of the device had no helix structure. The coil was nowhere to be found inside the packaging. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf device code a0501 captures the reportable event of coil detachment.

Event description:
It was reported that during unpacking of a nitinol retrieval coil device, it was noted that the front of the device had no helix structure. The coil was nowhere to be found inside the packaging. The procedure was completed with another of the same device with no patient complications.